Manufacturer narrative:
(B)(4). Evaluation summary: all 3 leaflets appeared slightly dehydrated. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was heavy at both the stent outflow and stent inflow. Minimal to moderate calcification was observed in the cusp area of leaflet 1 and minimal calcification was observed in the cusp areas of leaflets 2 and 3. The free margins of leaflets 2 and 3 exhibited minimal calcification, free margin of leaflet 1 exhibited minimal to moderate calcification. A piece of calcification was observed at commissure 2 on the inflow aspect which limited mobility in leaflet 1 and part of leaflet 2. Additional manufacturer narrative: device evaluation confirms host tissue (pannus) growth as the primary cause of the reported regurgitation, in addition to calcific tissue degeneration. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after a period of approximately 8 years due to severe aortic stenosis and regurgitation. Records indicate, " the patient is a (B)(6) female who underwent an aortic valve replacement with bioprosthetic valve in 2005. The patient has had recurrent shortness of breath, lightheadedness and congestive heart failure. Workup demonstrated a combination of severe aortic stenosis with an aortic valve area 0.8 sq cm and aortic insufficiency, which was considered at 3+. Her symptomatology was felt due to degeneration of the aortic valve bioprosthesis and surgery was offered as a therapeutic option. At surgery, the prosthesis appeared to be a bovine valve, probably an edwards valve. It was both stenotic and regurgitant."